Manufacturer narrative:
The device (B)(4) has been inspected for investigation purpose. The tests performed confirmed that the support arm adaptor was damaged. This part was replaced for repair purpose. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, the support arm adaptor was non-functional. There was no patient/user impact reported.